Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold. It was noted the lead was implanted in an anterior branch with high thresholds at implant. It was decided to monitor the threshold following implant and due to the threshold remaining high, the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.